Event description:
Account was preparing to place a sample on the suspect analyzer and heard a pop. They noticed that the analyzer lost power and smelled burning. Unplugged analyzer. During field service visit, determined that a leaky wash station caused the problem.